Event description:
It was reported that the programmer displayed an error and then shut down on its own. The error then came up again, and afterwards took a really long time to connect and start interrogating. After power cycling the programmer, the error would clear but then the programmer would not interrogate or illuminate any lights on the radiofrequency (rf) head. The caller was advised to try another rf head if the error occurs again. If the issue continues, the caller was advised to return the programmer to service. There was no patient involvement.